Event description:
Patient presented in the clinic after receiving a vibratory alert for hv lead impedance out of range. When the measurements were taken, the vector measurements were in range. Since implant, the vector svc-can had been low twice. On (B) (6) 2010, it was reported that the lead impedance patient notifier had been turned off and the physician will continue to monitor the patient through (B) (4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.